Event description:
It was reported that the patient "forgot about her pump needing to be filled." She notified the health care provider "a few days prior to her visit on (B)(6) 2011" that she heard the alarm. Upon interrogation of the pump at refill, the reservoir volume was noted to be 0.0 mls. The patient indicated to the hcp that she was "tight." The drug infused via the device was baclofen; baclofen dosage was increased by 8% from 104.19 mcg/day to 112.24 mcg/day. The pump next alarm was set as 01/29/12.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).